Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00025 to provide the evaluation update of 22 unused samples returned by the user facility and medwatch report # mw5043214 received august 3rd 2015 from the FDA. The investigation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Currently under investigation.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00025 to provide the evaluation update of 22 unused samples returned by the user facility and medwatch report # mw5043214 received august 3rd 2015 from the FDA.

Event description:
The user facility reported sheath/catheter breakage when using the surflo catheter device. Follow up communication with the user facility confirmed the following information: (1) the doctor inserted the IV without issue; (2) when the patient was discharged and the IV was removed 2/3rds of the plastic sheath was missing; (3) the patient was sent to the minneapolis children's hospital; (4) it was reported no resistance was noticed during IV insertion; (5) it was noted a little bit of leakage inside the arm; (6) it was reported the catheter damage was "clean cut"; (7) the catheter was placed for about 45 minutes; (8) the broken piece of catheter could not be located; (9) the patient will be scheduled for 3d imaging and requirement of further procedures will be determined based on 3d imaging outcome; (10) the patient has been discharged from outpatient surgery and subsequently from radiology as well; (11) no symptoms were noticed; (12) patient had 3d imaging completed; (13) the catheter tubing was located in the lower lobe of patient's lung; (14) it was determined the surgery would be too complicated to remove it and the tubing is in the lower most lobe; (15) no further procedure will be carried out; and (16) it was reported the patient is doing "fine" with no symptoms.

Manufacturer narrative:
This report is being submitted as follow-up # 2 to provide the completed evaluation results of the returned 22 unused samples. The actual device was not returned to the manufacture for evaluation, however 22 unused sample were returned for evaluation. A visual evaluation of the 22 unused returned samples revealed that one of the samples catheter tubing partially fractured at 6mm distance from the hub. Upon inspection under magnification, the tubing was noticed to be attached at 2 distinct points 180 degrees apart and the remaining of it was noticed to be sheared off. On one side, the cut was noticed to be clean compared to the other side where it was a little jagged. There were no evident marks on the cannula. The remaining 21 unused samples were also inspected under magnification. No defects were observed. The 21 unused samples were also subjected to catheter joint strength test and met manufacturer specification. At this point in time, a definitive root cause of the sheath/catheter breakage cannot be determined. However, based on the investigation results, the potential of a manufacturing related cause cannot be ruled out. The defect could not be recreated under normal assembly conditions due to the decommissioning of the sr assembly machines. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 to provide the completed evaluation results of the returned 22 unused samples.

Manufacturer narrative:
(B)(4). Results: based upon evaluation of the user facility information & a photograph of the involved sample; is based upon the evaluation of the retention samples of the reported lot and surrounding lots. Conclusions: based upon evaluation of the user facility information & a photograph of the involved sample; based upon the evaluation of the retention samples of the reported lot and surrounding lots. The actual device was not returned to the manufacturer for evaluation. However a photo of the actual sample was provided. Therefore, the investigation consisted of evaluation of user facility information, a photograph of the involved sample and the retentions samples from the reported lot and surrounding lots. A visual evaluation of the photo confirmed the catheter tubing was severed. The catheter tubing was sheared off at about 6mm from the distal end of the hub. It appears to be missing about 19-20mm of the catheter tubing. The cross-section view of the catheter tubing confirms no elongation or stretching of the tubing prior to break, however it appears to be a straight clean cut with 2 distinct creases 180 degrees apart with slight deformation of the cross section shape to be oval. A visual evaluation of the retention sample from reported product/lot was conducted along with the samples from the surrounding lots. No defects were revealed. Catheter joint strength was performed and met manufacturer specifications. A test was conducted to reproduce the defect using sterilized retention samples. These samples were subjected to simulation of different conditions and subjected to pull tests consequently to reproduce the failure symptoms. Thirty samples were utilized to simulate six different scenarios. Based on the simulation results, the catheter tubing tends to stretch and become jagged when subjected to pull force after being in different simulated conditions. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed one previous similar report for the reported part/lot number combination. Reference MDR # 1118880-2015-00024. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigations findings, it is likely the catheter came into contact with a sharp object. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.